Manufacturer narrative:
(B)(4). Factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. Silicon insulation on both the jaws were intact. No signs of peeled jaws were observed. A mechanical evaluation was conducted. The reported harvesting tool was inserted and retracted into the reference cannula without any observed difficulty. The device was evaluated five times for the harvesting tool ability to move back and forth inside the cannula. No non conformities were observed. Based on the evaluation and returned condition of the device the complaint was not confirmed for both the reported failure modes "peeled jaw" and "mechanical issue".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a metal rivet at the end of the bisector of the vasoview hemopro 2 was making it hard to move back and forth. The harvesting tool itself was hard to move back and forth. Also, the plastic coating normally covering the rivet rubbed off and there was a plastic bit hanging from the device. The piece did not fall in the leg. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a metal rivet at the end of the bisector of the vasoview hemopro 2 was making it hard to move back and forth. Also, the plastic coating normally covering the rivet rubbed off and there was a plastic bit hanging from the device. The piece did not fall in the leg. The hospital did not report any patient effects.